Event description:
An issue was reported where the time and date settings on a customer's device were incorrect, though the caller did not know the cause. There was no adverse impact to the customer's blood glucose level, as the previous settings did not result in extreme glucose readings. The customer received assistance from technical support to update the pump time and was advised to monitor for any recurring time discrepancies and follow up if necessary. The customer acknowledged the information and understood that an incorrect date would not affect insulin delivery but could impact uploads and reports.